Event description:
It was reported that the customer's insulin pump had a keypad anomaly. He/she received a no delivery alarm due to an empty reservoir. The customer also received a low battery alarm. When he/she changed the insulin pump's battery and tried to rewind it there was no response from the buttons. His/her blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
No weak battery alarm was noted. All operating currents were within specification and the insulin pump passed the self test. The low reservoir alarm feature functioned properly. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.